Event description:
It was reported that the patient experienced a period of four to six second pauses and possible asystole. It was noted that the patient was asleep at the time and asymptomatic. The left ventricular (lv) lead exhibited periods of non-capture during the pauses as well as high thresholds, rising thresholds, and unstable thresholds. It was noted that the pauses or loss of capture may have been associated with the lv the device feature that automatically monitors pacing thresholds at periodic intervals. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1q1 crt-d, implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.